Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc hip component (exact product name not reported) on the right side in 2010 (exact date not reported). It was further reported that the patient experienced pain and was diagnosed with "failed total hip arthroplasties" and elevated chromium and cobalt levels. Revision surgery is in discussion.